Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. Reportedly, the customer reloaded the cartridge and a minimum fill notification occurred. There was no impact to the customer's blood glucose level. It was reported that the customer had manual injections available as alternate insulin therapy.